Event description:
It was reported that the device was found to be in backup vvi mode. It was noted that the patient had a magnetic resonance imaging (MRI) performed without proper MRI procedure setting. A device restoration was performed successfully. There were no adverse health consequences, the patient was stable.